Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device jaws would not open. A second device was opened and the same event occurred. It is not known if the device was on tissue or not for both events. It is not known if another device was used to complete the procedure. There were no adverse consequences for the patient. .

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.